Manufacturer narrative:
B5 additional information added.

Event description:
It was reported that device damage and dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A size small safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with a 25x45mm non-boston scientific (bsc) balloon catheter. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position. The acurate neo2 valve opened normally with deployment in the intended location. The acurate neo2 tf ds began to be withdrawn. Once retracted into the ascending aorta, knob 2 of the acurate neo2 tf ds was blindly closed completely. The physician was unable to confirm whether knob 1 of the acurate neo2 tf ds had been completely closed and according to the instructions for use as it was not visualized. Great resistance was encountered when attempting to withdraw the acurate neo2 tf ds into the 14f isleeve introducer sheath, causing the 14f isleeve introducer sheath to contract like an accordion. The tip of the 14f isleeve introducer sheath was visualized to have damage. The acurate neo2 tf ds was pushed forward and knob 1 was opened and closed again. The acurate neo2 tf ds was able to be successfully removed through the 14f isleeve introducer sheath with visual inspection and a slight twist. During these maneuvers, the intima of the iliac artery was dissected, and the patient was successfully treated surgically. The physician suspects the sum of small user errors led to this event and does not think it is likely there was a device defect. Patient status: one day post-procedure the patient is doing very well and expected to make a full recovery. It was further reported that the patient was discharged without complication.

Event description:
It was reported that device damage and dissection occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A size small safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with a 25x45mm non-boston scientific (bsc) balloon catheter. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position. The acurate neo2 valve opened normally with deployment in the intended location. The acurate neo2 tf ds began to be withdrawn. Once retracted into the ascending aorta, knob 2 of the acurate neo2 tf ds was blindly closed completely. The physician was unable to confirm whether knob 1 of the acurate neo2 tf ds had been completely closed and according to the instructions for use as it was not visualized. Great resistance was encountered when attempting to withdraw the acurate neo2 tf ds into the 14f isleeve introducer sheath, causing the 14f isleeve introducer sheath to contract like an accordion. The tip of the 14f isleeve introducer sheath was visualized to have damage. The acurate neo2 tf ds was pushed forward and knob 1 was opened and closed again. The acurate neo2 tf ds was able to be successfully removed through the 14f isleeve introducer sheath with visual inspection and a slight twist. During these maneuvers, the intima of the iliac artery was dissected, and the patient was successfully treated surgically. The physician suspects the sum of small user errors led to this event and does not think it is likely there was a device defect. One day post-procedure the patient was doing very well and expected to make a full recovery.

Event description:
It was reported that device damage and dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A size small safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with a 25x45mm non-boston scientific (bsc) balloon catheter. An acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into position. The acurate neo2 valve opened normally with deployment in the intended location. The acurate neo2 tf ds began to be withdrawn. Once retracted into the ascending aorta, knob 2 of the acurate neo2 tf ds was blindly closed completely. The physician was unable to confirm whether knob 1 of the acurate neo2 tf ds had been completely closed and according to the instructions for use as it was not visualized. Great resistance was encountered when attempting to withdraw the acurate neo2 tf ds into the 14f isleeve introducer sheath, causing the 14f isleeve introducer sheath to contract like an accordion. The tip of the 14f isleeve introducer sheath was visualized to have damage. The acurate neo2 tf ds was pushed forward and knob 1 was opened and closed again. The acurate neo2 tf ds was able to be successfully removed through the 14f isleeve introducer sheath with visual inspection and a slight twist. During these maneuvers, the intima of the iliac artery was dissected, and the patient was successfully treated surgically. The physician suspects the sum of small user errors led to this event and does not think it is likely there was a device defect. Patient status one day post-procedure the patient is doing very well and expected to make a full recovery. It was further reported that the patient was discharged without complication.

Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned for device analysis. Visual and microscopic analysis was performed on the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was returned with the dilator completely inside the sheath up to the hub with the tip of the dilator protruding out of the tip of the 14f isleeve introducer sheath. Visual inspection identified all three seams were expanded, the majority of the sheath was buckled (approximately 11cm distal of the strain relief to the tip), and the tip was damaged. The damage is consistent with damage due to interaction with another device during removal from the 14f isleeve introducer sheath. Microscopic inspection further noted damage at the tip/shaft transition along one of the seams, consistent with interaction with another device during the procedure. The expanded seams of the 14f isleeve introducer sheath and the split tip occurred along the seam line and is expected, as the seams are designed to expand and tip to split with use to allow passage of delivery system and balloon aortic valvuloplasty devices during the procedure, therefore this is not considered damage to the device. The reported difficulty to remove ancillary device was not able to be confirmed as the clinical circumstances could not be replicated, however the damage to the sheath and tip was most likely caused by the reported difficulty. It is possible to conclude that interaction with ancillary device could have contributed to the events. Computed tomography (CT) imaging was provided to aid in the investigation and was reviewed by a bsc medical director. The CT imaging showed a tricuspid native aortic valve, calcified, with a perimeter derived diameter of 25.9mm and coronary heights all below 8mm. The left ventricular outflow tract (lvot) had a perimeter derived diameter of 24.8mm. Peripheral vessel evaluation showed both sides for transfemoral approach has non-tortuous vessels, non-calcified and all within acceptable diameters for use of the 14f isleeve introducer sheath. Procedural angiographic media was provided to aid in the investigation and was reviewed by a bsc medical director and quality engineer. Contrast showed blood flow through the femoral arteries. Contrast showed the three-cusp view. Pre-dilation was shown. Contrast showed initial positioning of the acurate neo2 valve. Initial release steps one and two were not shown. Final release was shown, and contrast showed the acurate neo2 valve position post-deployment. No issues were noted. A post-implant fluoroscopic image showed the tip of the 14f isleeve introducer sheath damaged. The following image showed a flap of dissection in the femoral artery, above the level of the puncture site. No image was recorded of withdrawal of the acurate neo2 tf ds through the 14f isleeve introducer sheath, nor of the acurate neo2 tf ds having knobs one and two being closed. From the images, since those were not captured, no conclusion could be made. From the report it can be reasonably assumed that the fact the knobs one and/or two were not complete closed prior to acurate neo2 tf ds withdrawal, the acurate neo2 tf ds might have been caught in the tip of the 14f isleeve introducer sheath, which probably led to the vessel trauma upon removal. After all knobs on the handle of the acurate neo2 tf ds were closed, the acurate neo2 tf ds was removed without further problem, making one believe that the problem was likely the absence of proper closure of knobs one and/or two, as reported.